Manufacturer narrative:
After the reusable instrument tray was sterilized, the lid was removed and the impactor handle was found to be broken in half. The handle was wrapped with a coband and used to complete the surgery. No delay in surgery was experienced. Review of the device history record indicates that the device was manufactured to specification.

Event description:
After the reusable instrument tray was sterilized, the lid was removed and the impactor handle was found to be broken in half.